Event description:
Related manufacturer reference number: 2017865-2024-70002 and 2017865-2024-70003. It was reported that the patient was admitted to the hospital due to infection. The entire system was explanted and replaced on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.